Event description:
The facility representative contacted reported to baxter on 09 march 2010 to report a colleague infusion pump with an intermittent stop key on the channel c pumphead module keypad. This condition was found by a nurse during programming/set-up of the device in the pcu (patient care unit) area of the facility on (B)(6) 2010. The tubing was properly loaded at the time of the event. The facility representative stated that there were no reports of patient injury, adverse event or medical intervention. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.